Event description:
The user facility returned this shaver handpiece for repair with the report that it would not function. There was no patient injury or surgical delay with this event.

Manufacturer narrative:
Investigation findings: conmed linvatec received the shaver handpiece for evaluation. The evaluation found that the on/off buttons would not function. Further investigation found that the shaver has the potential to run on its own related to pc board failure. A design change has been implemented for this failure mode. There are no reported injuries associated with this event. This failure mode will continue to be monitored. A review of conmed linvatec repair records shows no prior repair for this device. The instruction manual for this handpiece recommends a service interval of every 12 months. The customer will be contacted with this information.